Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during drain. The home patient (hp) explained that he disconnected last night and forgot to put a patient cap on, and the fluid drained out of him. He said he was empty and bypassed to fill 1. They informed him to let the nurse know. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Repeated unsuccessful attempts were made to contact the home patient (hp) for acquiring additional information. If any additional information should become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.